Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen with an unknown concentration and unknown daily dose via an implantable pump. The indication for use was not provided. A refill was done on (B)(6) 2019 and it was reported that the physician made sure that the needle stayed into the septum during the pump refill to avoid a refill out of the pocket. The expected volume was 6.6 ml and the physician removed 1 ml. The physician refilled the pump and it happened again. The following week, about one week after a refill the patient didn't feel well and had symptom return. On (B)(6) 2019 the pump was emptied; the expected volume was 18 ml and the pump was empty. The physician emptied the pump and the pump was empty before the expected refill date, the next refill was scheduled several weeks later. The pump was refilled and after the refill the patient felt much better. The following two weeks the patient felt time to time more spasticity and he had a urinary tract infection (uti). To make sure that the pump was working properly, in (B)(6), the pump was emptied and refilled; the expected volume and remove volume were 16 ml. The physician decided to not perform further investigation. The physician suspected a leakage from the pump. It was reported that the physician is sure that the refill was done in the pump and not outside of the pump. Pump replacement was planned and analysis of the pump after explant was requested. It was further reported that the pump should have been replaced last (B)(6) 2019 but the patient had a fever and the surgery was postponed (not planned yet). It was further reported that the fever was not related to the device or therapy and it was related to a urinary tract infection. It was noted that the customer didn't use the indicated manufacturer refill kit and the needles were probably larger than 22 gauge. It was reported that on (B)(6) 2019 it was possible to make two contrast dye studies. One via the catheter access port (cap) to verify the integrity of the catheter and any leak from the catheter/pump site and one via the reservoir, filling the reservoir with the contrast dye to verify any leak at the pump site (septum). It was further reported that the hospital uses a custom system to refill the pump. The use of an inappropriate needle (ie. Coring needle and bigger diameter than advised) may have disrupted/reduced the integrity of the septum, thus allowing the leak of the drug from the reservoir into the pump pocket. At the time of the report the issue was not resolved and the patient status was "alive - no injury." No further complications were reported and/or anticipated.

Manufacturer narrative:
Destructive analysis identified wear on the motor o-ring for gear number three. Eval codes: method, result, conclusion no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump interrogation at medtronic (B)(4) indicated the pump was delivering compounded baclofen 2000 mcg/ml at 596.1 mcg/day via flex dosing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the physician didn¿t do a dye study and the leak was not confirmed. As previously explained, the physician decided not to do further investigation but to replace the pump. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on (B)(6) 2019 and the pump was returned for analysis. No further complications were reported and/or anticipated.